Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products:a 5086mri45, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient complained of pain and discomfort in their chest when pacing occurred with the right ventricular (rv) lead. The physician decided to re-position the rv lead, and it remains in use. No patient complications have been reported as a result of this event.